Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, "injecting was tight through cartridge so injected it outside the eye and came out in 3 pieces". A different lens was used. The staff did not save the cartridge or lens. Additional information was provided indicating that the doctor suspects the cartridge is the issue. Additional information has been requested.